Event description:
On (B)(6) 2026, acorn stairlifts performed an annual service at the customer's home. During the visit, the customer reported that his wife had fallen down the stairs on (B)(6) 2026. He stated that she tried to get onto the stairlift at the top of the stairs without swiveling the seat away from the staircase. The footrest was up, and she attempted to get on the lift over the stairs. While doing so, she lost her balance and fell. As a result, she suffered seven broken ribs, a broken toe, a dislocated wrist, a cut under her chin, and her prosthetic knee was forced out of place through the skin.